Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer did express they had a skin infection however, without medical treatment this is not a reportable event. The device did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a skin infection. Customer's blood glucose level was not reported. The device was not returned.